Manufacturer narrative:
Analysis noted that the lead was crushed at 32cm from distal tip, damaging the insulation and the etfe coating of both svc cables. Inside out abrasion was found at 7.4cm to 7.8cm from distal tip, exposing the rv and re cables. External abrasion was also observed at 12.8cm to 13.4cm from distal tip, consistent with that produced by friction with another device.